Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump was not consistent with delivering insulin. The insulin pump did not read the monitor glucose regardless where he was standing. He had a high blood glucose level of 291 mg/dl. The customer was not wearing the sensor. He felt like the insulin pump was not delivering the right amount of insulin during boluses. The customer found air bubbles inside the tubing. The insulin pump had scratches on the screen. He could not read the screen well. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.